Event description:
It was reported that on (B)(6) 2022 a continuous alarm occurred. The heart symbol and battery symbol (the color was unknown) illuminated. Having experienced the same event before, the patient replaced the system controllers at home. Since then, the alarm never occurred. Despite repeated persuasion by patient's attending doctor and family, the patient insisted do not resuscitate (dnr). If the currently used system controller should get broken, an emergency operation would be performed to explant the pump. There would be no return of the exchanged system controller because the cause of the alarm was believed to be driveline damage. Manufacturer's report number of pump: 2916596-2022-11656.

Manufacturer narrative:
The previous same event was reported under MFR # 2916596-2022-00317. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged pcb components and as a result the controller operates a test pump only in backup mode. The reported event of red heart and low battery alarms was confirmed and reproduced during analysis. The evaluation of the returned system controller, serial number (B)(6), revealed damaged pcb (printed circuit board) components form the primary circuit. As a result the system controller was not able to operate a test pump in primary mode. The components were successfully replaced and the system controller operated as intended. The data log file was successfully retrieved and contained events from the time stamp of day 123, 0 hours and 18 minutes to day 123, 17 hours and 16 minutes. The data recorded at day 123, 17 hours and 5 minutes revealed that the speed decreased below the low speed limit (8000 rpm) and then to 0 rpm. The speed reduction was accompanied by elevated power levels (up to 10.3w) and pi (up to 8.1) followed by low speed hazard , low flow hazard and low battery alarms. The associated voltage levels indicated that the event occurred while on batteries. Although a specific root cause for the atypical events captured in the log file and the damaged pcb components was not able to be determined, a compromised driveline has the potential to result in the observed damage. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual. No further information was provided. The manufacturer is closing the file on this event.